Manufacturer narrative:
(B)(4). The investigation consisting of evaluation of the device¿s logs has been completed. Based on the logs, it can be confirmed that check tubing alarms were triggered during the reported date of event during the ventilation period of the (B)(6) 2015. The test logs reveal that pre-use tests before and after the date of the event passed flawlessly. However a pre-use check was not performed before the ventilation started on the (B)(6) 2015, as expected to user manual. According to the service report the field service engineer, fse, did not find anything abnormal in the logs and all pre-use checks performed were successful. After the checks the ventilator returned to service. The root cause of the event cannot be determined since there is nothing in the logs that indicates that the problem is caused by a technical error in the ventilator. The most like cause to the described event is that the patient connection tubing set is not properly mounted, leading to a leaking and appropriate alarm are generated to this condition. The alarms in this case are a natural part of the ventilator function and to help the user. The root cause of the described event has not been established. But our conclusion is that the ventilator system is functioning according to its specification.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the inestigation is completed.

Event description:
It was reported that the device alarmed during ventilation while connected to a patient. There was no patient harm. (B)(4).